Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge decreased from 80 units to 0 unit. Although additional information was requested by tandem technical support, the contact declined to provide further information on the reported events, and declined to perform troubleshooting. There was no reported impact to the customer's blood glucose level.